Event description:
Elegance clinical study. It was reported that a flow-limiting dissection occurred. The subject underwent treatment with the eluvia drug eluting stent and ranger drug coated balloon on (B)(6) 2023 as a part of the elegance clinical trial. The target lesion was in the left distal superficial femoral artery extending up to left proximal popliteal artery with 5.0 mm proximal reference vessel diameter and 4.8 mm distal reference vessel diameter with lesion length of 132 mm and 100% stenosis and was classified as tasc ii c lesion. Prior to target lesion treatment with study device, lithotripsy was performed with shockwave lithotripsy device and pre-dilation was performed using 2.5 mm x 150 mm coyote pta balloon. Treatment of target lesion was performed by dilation using study device of size 5 mm x 200 mm ranger drug-coated balloon. During the treatment of target lesion, dissection of grade e was noted in the target lesion due to 5 mm x 200 mm ranger drug coated balloon. As a response to the event, 6.0 mm x 120 mm eluvia drug-eluting stent was placed. Post treatment, the final residual stenosis was noted to be 30%. On the same day, the complication of dissection was resolved. On (B)(6)2023, the subject was discharged from the hospital on aspirin.

Manufacturer narrative:
Patient identifier - (B)(6).

Event description:
It was reported that a flow-limiting dissection occurred. The subject underwent treatment with the eluvia drug eluting stent and ranger drug coated balloon on (B)(6) 2023 as a part of a clinical trial. The target lesion was in the left distal superficial femoral artery extending up to left proximal popliteal artery with 5.0 mm proximal reference vessel diameter and 4.8 mm distal reference vessel diameter with lesion length of 132 mm and 100% stenosis and was classified as tasc ii c lesion. Prior to target lesion treatment with study device, lithotripsy was performed with shockwave lithotripsy device and pre-dilation was performed using 2.5 mm x 150 mm coyote pta balloon. Treatment of target lesion was performed by dilation using study device of size 5 mm x 200 mm ranger drug-coated balloon. During the treatment of target lesion, dissection of grade e was noted in the target lesion due to 5 mm x 200 mm ranger drug coated balloon. As a response to the event, 6.0 mm x 120 mm eluvia drug-eluting stent was placed. Post treatment, the final residual stenosis was noted to be 30%. On the same day, the complication of dissection was resolved. On (B)(6) 2023, the subject was discharged from the hospital on aspirin. It was further reported that the target lesion was in the left external iliac artery, left common femoral artery, left distal superficial femoral artery extending up to left proximal popliteal artery and was treated with two ranger drug-coated balloons of size 5 mm x 200 mm and 6 mm x 80 mm. The dissection was noted in the left femoropopliteal junction. It is unknown which device caused the dissection.